Event description:
The customer reported that their united gateway servers were crashing causing the central nurse's station (cns) to show intermittent communication loss with the connected devices. No patient harm was reported. Nihon kohden client information technical support (cits) logged into the customer's system and found that there were not enough ip addresses allocated in their telemetry plug in and he added another ip address space. Nihon kohden cits is currently awaiting for a response from the customer if that fixed their issue.

Manufacturer narrative:
The customer reported that their united gateway servers were crashing causing the central nurse's station (cns) to show intermittent communication loss with the connected devices. No patient harm was reported. Nihon kohden client information technical support (cits) logged into the customer's system and found that there were not enough ip addresses allocated in their telemetry plug in and he added another ip address space. Nihon kohden cits is currently awaiting for a response from the customer if that fixed their issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields are not applicable (na) to the MDR report: outcomes attributed to adverse event. Lot number & expiration date. Implant date - explant date. PMA/510k device bla number. If follow-up, what type recall. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. Age or date of birth- race. Relevant tests/laboratory data. Other relevant history. Concomitant medical products. Attempt #1 09/08/2022 emailed customer via microsoft outlook for all items under the no information section. Reply received; the customer stated that they are not able to provide the requested information.

Manufacturer narrative:
Investigation summary: the customer reported that their united gateway servers were crashing, causing the central nurse's station (cns) to show intermittent communication loss with the connected devices. No patient harm was reported. Investigation summary: the customer complaint of the unified gateway executable crashing resulting in communication loss was confirmed to be related to configuration of the host server. The customer possessed an amount of gz devices that over the limit of what their current ip address configuration was able to handle. Technical support (ts) added an additional ip address space to allow for more devices to be put onto the network. This resolved the issue. There is no evidence of an nk device malfunction. The root cause is related to server configuration not related to a malfunction. This issue may have occurred due to improper setup of the unified gateway server or additional gz units being added to the network overtime without notifying nka for reconfiguration of the server. No trends can be identified related to the reported issue. A serial number review of the reported device does not reveal additional related complaints.

Event description:
The customer reported that their united gateway servers were crashing, causing the central nurse's station (cns) to show intermittent communication loss with the connected devices. No patient harm was reported.